Event description:
It was reported a patient underwent a total hip arthroplasty in 2001. Subsequently, the patient was revised on (B)(6) 2014 due to pain. The head and liner were removed and replaced with competitors products.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.